Event description:
The customer contact reported kinked tubing with fluid flow impeded. The primary tube set was being used to deliver an unspecified solution. At an unspecified rate. After an unspecified length of time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified solution. At this time, the nurse noted that the semi-rigid adapter of the clave secondary port was bent over. It was reported that no flow of the secondary tubing set was noted. The customer contact reported that the secondary port had not been previously accessed. The pump was replaced; however, no flow was again noted from the secondary tubing set. The primary tubing set was replaced and the delivery of the secondary solution was initiated. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, additional info was not provided.

Manufacturer narrative:
One opened device was received and evaluated. The device passed testing. During testing, a syringe from hospira stock was connected to the clave secondary port on the cassette of the tubing set. No kink was noted in the secondary port and solution flowed through the device. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.